Event description:
A malfunction alarm was reported with the malfunction code malf 16, and the fault was identified as 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections (mdi) as backup therapy, and the pump was set to be replaced by technical support. The customer was guided on how to put the pump into storage mode and was instructed to return the pump using a pre-paid label within 10 days, which the customer understood and acknowledged.